Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-08349. The pt rec'd two leads from the same lot number. It was reported the pt experienced power surges and battery recharging issues. It was stated the pt's device was reprogrammed in an attempt to resolve but no further info was reported. A search of the MFR's sys found no other complaints for the pt.